Event description:
It was reported that while charging the pump battery, the pump shut off unexpectedly. Pump history showed low battery alerts/alarm were received prior to pump shutting off. Customer unplugged pump from power source and upon resuming battery charge, battery display showed as fully charged. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was 234 mg/dl. Customer resumed pump therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.